Event description:
Rptr indicated that a vns pt experienced an infection requiring explantation of the generator in 2007. The lead was later explanted due to infection in 2008. The treating medical professional indicated that the cause of the infection was unk.

Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution.